Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "cable snapped". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for small grasping retractor (part 470318-10/n10201123 0041) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2021 on system (B)(4), with 9 lives remaining. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the small grasping retractor snapped during usage. The procedure was completed with no reported injury. No fragment fell inside the patient. The procedure was completed with a back-up instrument of the same type. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.